Event description:
Reporter indicated that treating neurologist was unable to communicate with pt's device. Troubleshooting efforts were unsuccessful in resolving the communication problem. The generator was easily palpable, ruling out potential issues with pocket depth. The device was last programmed to 0.5ma output current, ruling out generator end of service as the cause of the communication problem. Different programming systems were used after verification that they were able to communicate with a spare device. Communication was attempted in several environments with several different orientations and after attempting to reset the pt's device without success. Electromagnetic interference was ruled out as a factor in the communication problem with the pt's device. It was reported that the pt was receiving benefit from the vns therapy until pt flew on an airplane to and from their distination. During the trip and ever since then, the pt's seizures have reportedly returned to pre-vns baseline frequency. The pt underwent generator replacement surgery. Investigation to date has been unable to determine the nature of the communcation problem. Generator malfunction is suspected.